Manufacturer narrative:
Reporter's phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the motor power was too low on the air reamer/drill device. It was further determined that the air intake was blocked with a foreign material, which meant that the device could not reach its maximum power. It was further determined that the connecting angle was blocked. It was further determined that the device failed pretest for check power with test stand, min. 190 to 260 watt. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.